Event description:
It was reported that on november 27, 2022, the collinear clamp handle broke during use/inspection at the hospital. There was no patient involvement. No further information is available. This report involves one sliding mechanism. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: initial reporter occupation: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary service and repair evaluation: it was reported that the collinear clamp handle broke during use/inspection at hospital. The repair technician reported that the handle was broken. Damaged component was the reason for repair. The cause of the issue was damaged component. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot . Part: 314.291. Lot: 07.5609. Manufacturing site: werk selzach. Supplier: leitner ag. Release to warehouse date:09 oct 2007. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.